Event description:
Per the clinic, the patient had repeated head injuries and experienced shocking sensations since 2021 (specific date not reported). It was also reported that the patient developed pain and non-auditory sensation at implant site. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.